Event description:
It was reported that a 350cc mentor memorygel breast implant prosthesis ruptured during a primary breast augmentation surgery. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No adverse events or patient consequences were reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 05, 2025, mentor completed an evaluation on an image that was provided of the suspect medical device. Photo evaluation: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured inside a plastic bag. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 30, 2025, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned device revealed that the breast implant was found to have an area of missing material at the end of a tear on the posterior aspect, measuring approximately 0.3 cm x 0.6 cm and 3.8 cm respectively. A microscopic examination was performed on the edges of the missing material and a tear, and no parallel striations were found in an area of the missing material and a tear. Based on the information currently available, a visual evaluation of the missing material indicates that the implant could have been damaged by an instrument during the implantation. The product insert data sheet cautions not to allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device during the implantation. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).